Event description:
Patient had breast implants placed several years ago at another hospital. Patient had recurrent infections for a number of months, especially in left implant. Upon inspection left breast implant was partially extruded with a diameter of about 4cm of the implant exposed. Diagnosis was status post op bilateral augmentation mammoplasty with exposure and erosion of a left breast implant. Patient scheduled for explantation of both breast implants.